Event description:
It was reported that, "knee was being revised secondary to stiffness. Insert removed and yellow discoloration appreciated on insert. Pt history of prostate cancer and leukemia."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional info has been requested and if received will be provided on a supplemental report. Device evaluation anticipated, but not yet begun.